Event description:
It was reported that there was an impedance jump, sensing amplitude decrease and exit block on the right atrial (ra) lead. It was also reported there was threshold increase on the right ventricular (rv) lead. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 5076-52 lead, implanted: unknown. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the inner insulation had a depression breach. There was blood on a defibrillation conductor and it was not obstructed. The outer insulation of the lead developed a breach due to a depression while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. During the week (B)(6) 2015, rv coil impedance measured 16382 ohms up from a trend in the 50-70 ohm range. During the week (B)(6) 2015, rv pacing impedance measured 16382 ohms up from a trend in the 400-500 ohm range. Impedances continued to be high.